Manufacturer narrative:
No device was returned so a formal evaluation could not be completed. It was reported however that the catheter that leaked was from bard lot number rewk0228. Previous testing of a catheter from the same lot and returned for the same issue found evidence of foreign material within the catheter extrusion. This foreign material was likely the cause of the previous leak. This account has been using the securacath since (B)(6) 2012 and has not reported any other issues with other catheter lots.

Event description:
It was reported that a catheter being secured with the securacath device started leaking. The catheter was reported to a bard 5f power PICC from lot # rewk0228. This is the third catheter from this lot number that was reported to have leaked. The previous leaks were reported under MFR report number 3007795799-2013-00008.